Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities ssued to the reported lot that would have contributed to this event. It is possible the reported difficulties may be related to patient morphology/pathology and/or user technique/procedural conditions however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip nt clip delivery system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve. Three clips were implanted, reducing the mr to 2. The sgc was removed, and the patient was sent to the anesthetic recovery room; however, the patients blood pressure decreased and transesophageal echocardiography (tee) showed a pericardial effusion (pe) in the right atrium. The pe was drained with a pic-tail catheter. Then after 30 minutes, the pe increased, and blood pressure decreased. The physician stated the pe was possibly caused by a pulmonary catheter during anesthesia, but this could not be confirmed. No further treatment has been performed. Three clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.